Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room with a blood glucose level of "high" although specific level was unknown and numbness. Multiple follow up attempts were made to obtain further information, however, no response was received by the customer.